Event description:
It was reported that the shaver handpiece started up on it's own then stopped working. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation. The handpiece was found to operate on its own during testing. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.